Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00207.

Event description:
The user facility reported that at the completion of the complex successful percutaneous coronary intervention (pci) it was decided to close the left femoral artery (lfa) with an angio-seal 6fr closure device. White introducing sheath fractured crumbled after withdrawal of green dilator leaving a piece of it remained lodged in the left femoral artery (lfa). Close inspection showed that the plastic was brittle and easily shattered in multiple locations. They stated that typically this device is malleable soft plastic. The patient required surgical intervention in the operating room (or) to remove retained piece. Two additional angio-seal 6fr devices were opened for inspection. The one that shared the lot number 5046 was also brittle and easily broke, the one that had a different lot number 3957 was soft and malleable. Patient required surgical intervention in or to remove retained piece. Additional information was received on 04apr2021. The angio-seal devices were stored in a pyxis. Warnings were provided in the case box regarding storage of the device which was in the instructions for use (IFU). The devices are stored in single unit pouches.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3 and to provide the completed investigation results. Terumo tmc performed a maude search on (B)(6) 2021. Report number 11619748 was found and was confirmed to be of the same reported event, and therefore the maude report has been provided. One 6f angio-seal vip device was returned for product evaluation. All the components of the device were returned except the guidewire. The carrier tube was returned sealed in the polyfoil pouch. Visual inspection revealed that the sheath cracked and broke into three pieces. There was slight yellow discoloration observed on the sheath under the microscope. No anomalies were observed with the locator or the polyfoil pouch with carrier tube assembly. The complaint could be confirmed for fractured sheath upon investigation. The sheath was returned broken and found brittle upon application of the minor force. The sheath can become shattered and cracked due exposure to uv light and similar uv light sources such as the pyxis system mentioned in the complaint description. To confirm the exposure, the device was subjected to further testing. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight or other sources of uv light. Readings were taken at two different points and showed slightly different exposure readings. The IFU and the labeling on the device warns the user against exposure to sunlight including uv light. The complaint could be confirmed for fracture of the sheath upon investigation. The sheath was found brittle upon application of the minor force. A corrective and preventative action (CAPA) report has been initiated to investigate this issue in the past and a notification was sent to the CAPA owner.